Event description:
The user reported that the safety needles were not user friendly and seem quite dangerous. When you push the tube up on it, it will not stay. The guard is very hard to close. We did not receive any information regarding direct patient injury as a result of this report.